Event description:
Customer calling in needing assistance programming his insulin pump. Customer's blood glucose reading ranged from 470 to 521 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.